Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Almost choked [choking sensation]; brush part of the head fell off into mouth, broken heads [device breakage]. Case description: consumer sent e-mail stating the brush part of the brush head fell off into his/her mouth. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. Brush part of the head fell off into mouth [device breakage]. Consumer sent e-mail stating the brush part of the brush head fell off into his/her mouth. No serious injury was reported.